Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ammonia ii reagent lot number was 85043101 with an expiration date of 30-apr-2026. For c502 serial number (B)(6): the field service engineer (fse) inspected the instrument and did not identify any issues. Rinse levels and pressures were checked. The results from precision testing and an instrument check were within specification. For c502 serial number (B)(6): the field service engineer (fse) inspected the instrument and did not identify any issues. Rinse levels and pressures were checked. The results from precision testing and an instrument check were within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
C502 module 1 serial number was (B)(6). C502 module 2 serial number was (B)(6). It was noted that the samples had been sitting out at room temperature for 12 hours before they were repeated. Per product labeling, plasma samples are stable for 30 min at 15-25 °c. The investigation is ongoing.

Event description:
The initial reporter complained of qc issues for ammonia ii on two cobas 8000 cobas c 502 modules. The customer noted that qc failed after patient testing had been performed. Discrepant results were identified for 2 patient samples upon completion of repeat testing. Patient 1 initial result from module 1 was 17 umol/l. The repeat from module 2 was 129 umol/l. Patient 2 initial result from module 1 was 55 umol/l. The repeat from module 2 was 113 umol/l. None of the results were believed to be correct.